Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed a delaminated downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The dso and uso seals were replaced.

Event description:
It was reported that the pca connector is not locking and one of the left buttons is overly sensitive. Device evaluation revealed a delaminated downstream occlusion (dso) seal and a worn upstream occlusion (uso) seal. There was no patient involvement.